Event description:
During a pulmonary vein isolation procedure a delay in procedure occurred due to the inability to capture while pacing. Multiple pacing sites were attempted but the issue was not resolved. Following exchanging pin positions, the egm cable, and disconnecting the mapping system amplifier there was still no capture. The procedure was completed without capture and it was not possible to test if the ablation line was blocked. There were no adverse consequences to the patient.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for an evaluation. The returned generator was powered up, and the unit completed the power on self test successfully and the screen display came up normally. All controls worked as intended. Various impedance levels were entered using a decade box and the generator displayed the expected results. During the evaluation the temperature settings were verified. Ablation was simulated in irrigated and non-irrigated modes and the generator functioned as designed. Reviewed log files and found no issues. No hardware abnormalities that would have resulted in the inability to capture and subsequent delayed procedure were identified.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number, is the information for the similar comparator device.